Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented in the clinic for routine follow-up and loss of capture was observed. When repositioning was unsuccessful the lead was explanted and replaced. The patient was fine after the procedure.